Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No picture has been provided regarding the reported issue. The product analysis can't be performed as the product was not returned. The complaint is related to a well-known event, previously evaluated and investigated. No further investigation is required as per 21 cfr part 820.198 complaint files §(b) and (c). Investigation results concluded that the reported event was due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the issue is related to the inner cement pouch open sealing and the powder leaked when they opened the externalbox. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Investigation is in progress. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the issue is related to the inner cement pouch open sealing and the powder leaked when they opened the external box. No adverse events have been reported as a result of the malfunction.